Event description:
It was reported that patient experienced dissatisfaction with inflatable penile prosthesis (ipp).while under anesthesia, pump tested pre-operation and could not inflate, but patient and doctor had issues with this pump not inflating previously. Although pump worked in pre-operation, it may have had inconsistency in operating and physician decided it was best to replace.